Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. Post-operative imaging provided appears to show at least one locking cap to be outside of the screw head. The exact cause of the reported issue could not be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported that four creo mis lockinq caps backed out of the screw head post-operatively.